Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a surgical procedure for tumor removal, it was observed that a burr was found stuck in the motor device and the motor device was warming up. It was reported that there was no delay in the procedure due to the event, as an unspecified spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition that the burr was stuck, and the handpiece was warming up was confirmed. An assessment was performed and it was observed that the cable/cord/wiring of the device was damaged, the locking components were damaged, the bearings were damaged, and there was a hole/cut in the hose. It was noted that motor and control unit were damaged, the locking parts were damaged, there was liquid damage, the hose had cracks, and a test run was not possible. It was further determined that the device failed pretest for no short circuit between sensor gnd and connector body, no short circuit between 5vdc line and connector body, no short circuit between hall sensors and connector body, no short circuit between phases and connector body, motor thermistor assessment, cutter lock assessment, and loctite and cable assessment. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. It was determined that the damaged cable/cord/wiring and damaged bearings were due to improper reprocessing, which is also user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.